Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the water tightness was lost due to a cut on switch one; the up/down knob could not be locked properly due to wear of the forceps elevator wire; the switch box had discoloration; the grip was deformed; the switch flexible printed circuit unit cover had corrosion due to water leakage; all the switches did not work due to corrosion on the switch flexible printed circuit; switch flexible printed circuit had corrosion due to water leakage; water tightness was lost due to deformation of the suction connector; electrical connector had corrosion; the number of missing element exceeds the standard value due to damage on the ultrasonic probe; displayed ultrasound image was defective due to a chip of the acoustic lens; the acoustic lens had a chip; the adhesive on the bending section cover was detached; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the gastrovideoscope had an air/water leak from the body control unit. The device was returned for evaluation. During the device evaluation, a gap between the acoustic lens and ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could not be determined, however, the issue was likely due to repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.